Event description:
It was reported that during a percutaneous coronary intervention procedure, withdrawal difficulties occurred. The physician attempted to load the 1.5x15mm apex balloon catheter onto the unk guide wire; however, the device was unable to advance over the guide wire. The physician tried to remove the balloon catheter from the guide wire and experienced withdrawal resistance. The device never entered the pt and was exchanged for a different device and the procedure was successfully completed. No pt complications were reported.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less than 10 mg/dl), lo (less than 10 mg/dl), and 158 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.